Event description:
A customer's mother reported via phone call indicating that they found air bubbles in the customer's reservoir compartment of their insulin pump. The patient's blood glucose level was at 226 mg/dl. The customer stated that they received a no delivery alarm earlier. The customer stated that they had tried all remedies to resolve the issue, but could not find a solution to the problem. The customer was informed that the pump could be replaced if they choose to do so. The customer understood, but took no action at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.